Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, high threshold measurements and loss of capture were observed on the right ventricular (rv) lead. A revision procedure was performed to reposition the rv lead, but was unsuccessful as the repositioning did not resolve the issue. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.